Event description:
It was reported that the user dropped the ilet while getting into a truck, resulting in a cracked touchscreen on the upper left section; the event involved a device fracture of the touchscreen and the user continued cgm use on a phone or receiver while awaiting replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.